Event description:
The company was notified that the pt reportedly, experienced facial nerve stimulation from her implant. Programming adjustments were made, however the problem was not resolved. A decision to explant the pt's device is being evaluated.